Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Cause of elevated bg level was unknown. Reportedly, the customer required assistance from an ambulance to administer insulin to address bg level. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.